Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported stimulation is no longer beneficial due to both leads migrating. Lead migration was confirmed via x-rays. Reprogramming to provide satisfactory stimulation was unsuccessful. As a result, the patient will undergo surgical intervention.